Event description:
Complainant alleged that during the incoming insection of the device, there was no energy discharge via the device paddles. The complainant indicated that there was no patient involvement in the reported malfunction.